Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood backflow through the valve was inconclusive because the clinical conditions in which the alleged event occurred could not be reproduced. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample. Microscopic inspection of the valve revealed it to be well-formed and unremarkable. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to both with no leaks. The catheter was filled with water and suspended from the distal tip. No leakage was observed through the valve. The valve appeared to function as intended during laboratory testing; however, the clinical use conditions could not be replicated, nor could the valve opening pressure be measured. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that when placing the PICC line, the silicone valve didn't seem to close because there is spontaneous blood return, even after flushing with a lot of saline. A new catheter had to be placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.